Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address high cobalt levels.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update rec'd 2/16/2016> litigation received. Litigation also alleges pain, decreased rom, and pseudotumor. A doi was provided. The stem is being added to the complaint at this time. This complaint was updated on: 2/19/2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases and/or review of the liner/stem device history records was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Pfs and medical records received. Pfs reported severe pain, significant discomfort bilateral hips, worsening symptoms, severely elevated metal ions cobalt 180.6 and chromium 103.4, diagnosis of metallosis, pseudotumor, bilateral revision surgeries, ongoing limitations, pain, and difficulty sitting/standing/walking for long period of time. Medical records received were for revision of right hip only.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.